Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the water damage from the pump. Crack on it. And the label went missing. The customer stated that the location of the damage was at the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, cosmetic damage and the serialized device should be replaced. Troubleshooting was performed for the labeling and the product labels are reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for the blank display and the customer is not calling back after installing a new battery and monitoring pump for 2 hours, or after receiving a new battery cap. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with a serial number label missing, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment and serial number label of the pump during analysis. Unable to perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.